Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. . A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the day of the treatment. Clinical review was performed. According the treatment report the surgeon planned for this patient a monovision. It is always too early to judge a case 1 week post op using the auto refraction values. And hyperopes are even more critical for the manifest refraction due to accommodation side effects as well as monovision always gives the feeling of losing vision quality in the far vision. The root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a patient complaining of reduced visual acuity following refractive laser treatment of the left eye. The patient was undercorrected but reports being happy with vision two months following treatment.